Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on pas the "lifevest wearable defibrillator" screen. Pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (will not power on) is being investigated. As received, the monitor was resetting. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a supplemental monitor.